Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had blood glucose levels of 413 mg/dl and 513 mg/dl. Customer treated with the insulin pump. It was also reported that the screen was scratched and the customer is unable to read the display. Troubleshooting occured. Advised insulin pump would be replaced.